Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the switch was non-functional with connecting wires pulled from the circuit board, causing a component to short and emit a spark. There was also evidence that the pad had been folded and bunched, which is contrary to our instructions and warnings. At our request, the manufacturer of the switch has enacted several CAPA projects to improve the durability of the switch. The condition of the pad suggests that the pad might have been caught in something which applied an excessive force to the cord.